Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump display was missing segments. Customer blood glucose reading was 90 mg/dl. Troubleshoot was performed. Customer said insulin pump screen had a crack. The insulin pump was damaged when it was dropped on the floor. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare provider. Customer cannot read the screen. Insulin pump will be returning for analysis.